Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and displayed cosmetic depression, and the lead displayed apparent explant damage.

Event description:
It was reported that the right atrial lead was undersensing, had a loss of sensing and high thresholds. X-ray confirmed the lead tip dislodged from original implant site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.